Event description:
Per received report, the coil would not detach once deployed.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 2mmx 6 cm ultipaq platinum microcoil coil would not detach once deployed. It was indicated that there was no death or serious injury as a result of the event and no additional medical intervention or medicine was required to prevent injury. It was initially indicated that the device would be returned; however, follow-up information reported that was reported that the device was discarded due to the patient's health status. No further procedural information is available. Based on the lack of information and without the return of the device for analysis no conclusion can be made regarding the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.